Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The peg on the heel of the boot snapped off while externally rotating the leg. Case type: tka. Surgical delay: approx 1 minute. Update: did the leg fall out of the holder or off the table? The leg fell out of the holder but not off the table. How was the issue noticed? Intra op. Was patient under anesthesia? Yes.

Event description:
The peg on the heel of the boot snapped off while externally rotating the leg. Case type: tka. Surgical delay: approx 1 minute. Update: "1. Did the leg fall out of the holder or off the table? The leg fell out of the holder but not off the table. 2. How was the issue noticed? Intra op. 3. Was patient under anesthesia? Yes".

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Reported event: it was reported that the peg on the heel of the boot snapped off while externally rotating the leg. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. CAPA: 2127499 has been raised for the same. Product history review: 1. Review of the device history records indicate 50 devices were manufactured and accepted into final stock on 07-20-2018 with no reported discrepancies. 2. Review of the device history records indicate 100 devices were manufactured and accepted into final stock on 07-24-2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 210080, lot: 201843061510 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.